Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Additionally, gore recommends ballooning when necessary such as treatment of an endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using conformable gore® tag® thoracic endoprostheses for a thoracic aortic aneurysm. When the device was deployed, an angiography identified a proximal type I endoleak. However, it was reported a physician believed that the endoleak will disappear during a follow up period, therefore a touch-up balloon was not used. The patient tolerated the initial procedure. On an unknown date in december 2018, a follow-up computed tomography revealed the continued proximal type I endoleak and the part of the thoracic aneurysm was bulging. On (B)(6) 2019, an additional conformable gore® tag® thoracic endoprosthesis was implanted to treat the proximal type I endoleak. Also, an embolization with plugs and coils was performed in the left subclavian artery. The proximal type I endoleak was resolved and the patient tolerated the procedure.